Manufacturer narrative:
The patient's date of birth was not provided. (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated lactate dehydrogenase (ldh) up to the 1400''s u/l. On (B)(6) 2017, the patient was admitted to the hospital with an ldh of 1117 u/l and dark urine. The customer stated that the patient was not taking their warfarin. There were no reported alarms for the event. A system controller log file submitted to the manufacturer¿s technical services representative for review showed a slight increase in pump power. Additional information was requested, but not yet provided.

Manufacturer narrative:
No product was returned for evaluation. Elevations in pump power were confirmed based on the evaluation of the submitted log file; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase ldh could not conclusively be determined through this evaluation. The patient remains ongoing on pump support and no further events have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.